Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the device allegedly failed to obtain sample. It was further reported that the firing button got bit stuck but still can be pressed. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three electronic photographs were provided and reviewed. The first photograph shows the device in its initial position along with the packaged label. The second photograph also displays the device in its initial position, and the third photograph shows the needle. Based on the photo review, the reported failure to fire and failure to obtain sample events cannot be confirmed. One maxcore device was received for evaluation. Upon visual evaluation, the device appeared clean and received without protective tubing and no yellow guard attached to the needle. The device was received in initial positions. No visual anomalies were noted to the device. During functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. The investigation is unconfirmed for the reported failure to fire and failure to obtain sample as the device was able to prime, fire and able to obtain all 6 samples with no issues. A definitive root cause for the reported failure to fire and failure to obtain sample issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the device allegedly failed to obtain sample. It was further reported that the firing button got bit stuck but still can be pressed. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.